Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s cap was cracking and had come off the device. The reservoir does not lock in place. They had tape on the reservoir compartment to hold the reservoir in place. The customer also reported that the piston was taking longer to shift. The customer stated that they have low blood sugar once a month and that they are very sensitive to insulin. The customer clarified that their low blood sugars did not have anything to do with the damage on the device. The customer also reported that they were in a car accident on (B)(6) 2017 due to low blood glucose. The customer¿s blood glucose during the incident was 17 mg/dl. The emergency response team was dispatched. The customer also had a low blood glucose of 31 mg/dl on (B)(6) 2017 during a visit to the doctor. They treated with glucagon. They declined troubleshooting for the low blood glucose. The insulin pump will be returned for analysis.